Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a faulty reservoir. The customer's blood glucose was 570 mg/dl. The customer stated that he had insulin leaking outside of the reservoir compartment and all around the outside of the pump. The customer stated that he was changing out his set and reservoir when the incident happened. The customer stated that the leak is inside the reservoir. The customer stated that fluid is visible inside the pump housing. The customer's blood glucose reading went down to 460 mg/dl. The customer was advised to monitor the reservoir.